Event description:
It was alleged that battery acid leaked out of the motor on to the pt. It was reported that towards the end of the procedure she noticed green bile coming from the pump and it leaked on to the pt. Rptr said that the pt is doing fine.